Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was powering off during use. The patient typically takes the following usual dosages of insulins: 20 units of 70/30 insulin every morning, 8 units of regular insulin before dinner, and 12 units of "n" insulin before bedtime, the patient adjusts her insulin dosages based on her meter readings. The reporter did not know the exact details of the patient's insulin regimens. The reporter indicated that the patient was unable to test her blood glucose for about a week because of the alleged meter issue. After the reported issue began, the patient continued to take her usual dosages of insulin. On an unspecified date/time after the meter issue began, the patient developed symptoms of feeling sweaty and lightheaded. The reporter alleged that the patient possibly took too much insulin during the time she was unable to test her blood glucose. She claimed that the patient might have taken a lower dosage of one or more of the insulins if she knew her blood glucose level was at a certain low level. When the patient developed the symptoms, she administered self-care by eating food and felt better afterwards. The patient had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complain is being reported due to the following conclusion: the reporter alleged that the patient developed symptoms suggestive of hypoglycemia after not being able to test with the meter for about 1 week.